Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported noise problem could not be confirmed. The electrical analysis performed on the lead yielded normal results. The measured lead impedance and electrical continuity values of the lead were all found to be normal.

Event description:
It was reported that the lead exhibited noise problem when connected to psa.